Manufacturer narrative:
Continuation of d10: product ID: a810; serial#: unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2024-10-07 from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown morphine drug (1 mg/ml at 1 mg/day) via an implantable pump for unknown indications for use. It was reported that the manufacturer representative (rep) stated that the patient was refilled on (B)(6) 2024 and the reservoir volume was not updated at time of fill. The rep stated that the pump read 1.8ml on the session long report after the update and had been alarming since then. The rep confirmed that the patient was asymptomatic, had been receiving drug as programmed, and the manufacturer's technical services specialist (tss) calculated there should be about 10ml of drug left in pump. The rep stated that the patient was going to come back monday for a refill and concentration change but updated reservoir volume appropriately. Additional information received on 2024-10-14 from a healthcare provider (hcp) via a manufacturer representative (rep) indicated, on (B)(6) 2024 they updated the reservoir volume, but then at some point realized that the drug put into the pump was a higher concentration. The patient initially had morphine 1mg/ml in the pump and the new concentration was 10mg/ml, however there was no bridge bolus done and the daily dose was not changed. It was reviewed that the patient had been receiving ten times the programmed dose and that no bridge would need to be done since the new drug would have cleared the system shortly after the refill due to the high flow rate. Technical services explained that they would need to decide what dose they actually want to deliver, as they would have to reprogram it when they change the concentration. No overdose symptoms were reported. The indication for the use of the pump was non-malignant pain.